Event description:
It was reportetd that the catheter was broken. It was later reported from the international business center (ibc) representative on (B)(6)2019 , the catheter was broken about 9cm from the tip. Also, on (B)(6)2019 it was reported from the ibc representative, the patient was sent to another hospital and the proximal fragment was removed by a doctor. How it was removed is unknown.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the catheter was cut off at the distal part. The surface was normal in appearance with the presence of smooth and clear cut. The catheter shaft looked like it was cut by a sharp tool i.e. Scissors that can cause the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Correction: b1, b2, h1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was broken. Per additional information received from ibc representative on 19-aug-19, the catheter was broken about 9cm from the tip.